Event description:
Pt was placed on a non rebreather mask. The o2 flow rate was increased accordingly. When the flow rate was increased, the inner valve became disconnected from the mask, and went into the pt's mouth. The pt was minimally responsive and the care giver -rt- had to manually remove the valve device from her mouth to prevent her from aspirating it into her trachea. Diagnosis or reason for use: copd. Event abated after use stopped or dose reduced: yes.